Event description:
The customer reported a patient sample generated a falsely elevated result when using the architect free t4 assay. The following data was provided: initial free t4 result = 23.31 pmol/l; repeat result = 13.87 pmol/l (reference range: 9.01-19.05 pmol/l). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a patient sample generated a falsely elevated result when using the architect free t4 assay. The following data was provided: initial free t4 result = 23.31 pmol/l; repeat result = 13.87 pmol/l (reference range: 9.01-19.05 pmol/l) there was no impact to patient management reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting falsely elevated architect free t4 results generated on architect i2000sr, serial number (B)(6). When troubleshooting the issue service cleaned the sample arc, probe which resolved the issue. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent false elevated free t4 results have been reported since the current issue was identified. A review of tracking and trending data for the architect i2000sr did not identify an increase in complaint activity with regards to the complaint issue. A review of tracking and trending data associated with the sample arc, probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any nonconformances associated with the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr for serial (B)(6) or the sample arc, probe was identified.